Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack and small chunk on the reservoir side. Customer stated that motor would not go up and down either. Customer noticed the pump was on the floor cracked. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with frozen screen due to corroded electronic assembly also, moisture damage was found on the motor. The insulin pump had cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and minor scratched display window.